Event description:
This pt received 2 inappropriate shocks due to chatter on the rv lead. The physician chose to replace the device and the rv lead.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and an electrical inspection. No deviations were found, which might be related to the clinical observation mentioned in the complaint description. The analysis of the lead revealed a damaged insulation and a fracture of the conductor cable to the ring electrode in the region of the tricuspid valve. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The origin of this damage was not determinable. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.